Event description:
Component does not engage. Additional information provided by the customer has concluded in an update that is provided in this follow - up report. Implant failed due to failure of osseointegration and osteomyelitis was selected as condition involved.

Event description:
Component does not engage.